Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarms noted. The insulin pump had intermittent button response noted during testing due to corroded keypad traces. No ramping numbers noted. The insulin pump was received with cracked lcd window, cracked lcd display window corners, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not performed. The device was returned for analysis.